Event description:
In 2009, the pt reported the luer lock on his insulin infusion set broke while he was connecting the tubing to his cartridge. He said this resulted in a blood glucose reading of 578 mg/dl. He stated this was his last set of tubing and had been reused a third time while waiting for his product shipment. He stated he will switch to injection therapy until his replacements arrive. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.